Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2017, the device was turned off and a new system was implanted on the right side successfully.